Event description:
It was reported that the pump date was incorrect. The pump was returned and an investigation concluded that the pump experienced a cpu reset and reset the clock back to a date of (B)(6) 2008.